Event description:
It was reported that when introduced into the patient, the first peek was activated, which undergoes no inconvenience. At the moment of activating the second peek not under. He tried repeatedly to lower the point but it was impossible to lower the second peek point. No patient injury or complications were reported.

Manufacturer narrative:
One fast-fix 360 straight needle delivery systems were returned for evaluation. Visual assessment of the device showed no ts or sutures remain on the insertion needle or were returned for examination. The actuator is in its post t2 deployment position indicating a complete deployment. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. Due to the returned condition of the device the reported non-deployment of t2 cannot be confirmed. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time.